Event description:
The surgeon tightened the arm into place, began his anastomosis and the estech arm "sprung." Pieces of the arm were distributed in the pt's chest cavity and immediate area around the field. The MFR was contacted to confirm that there were 17 rings, and an x-ray revealed that all 17 rings were removed from the pt and operating room field. No pt harm.